Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty emergency lamp/light could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A field service engineer (fse) reported to olympus, during maintenance, visera elite xenon light source was checked, and it was found that it had switched to the spare lamp. The main lamp life has not been completed but it still switched the spare lamp. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. The device switched to emergency lamp with error code e207 and main lamp was also getting on. This was caused by a faulty emergency lamp. A faulty lamp base assembly caused it to be difficult to insert the xenon lamp into lamp base. The igniter was broken, the lens was foggy, the switch block on the lamp door was cracked, the rear panel had a dent and the power switch was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.